Event description:
It has been reported that a power chair caught fire. The end user was taken outside in the chair, and then taken out of the chair. No reports of injury or medical intervention being sought.